Event description:
It was reported by the affiliate that during a carotid angioplasty, 5mm basket angioguard embolic protection device failed to cross the right internal carotid artery. There was no patient injury reported and the device was returned for analysis. The device was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to use. The intended lesion was located at the carotid bifurcation. The 40% occluded lesion was 35mm in length with a 6mm vessel diameter. There was no calcification or tortuosity. Analysis of the returned device revealed that a 2mm section of the coil was unraveled. According to the affiliate, the defect was observed post procedure.

Manufacturer narrative:
This is the initial and final report for this device. Gender of the patient is unknown. Complaint conclusion: during a carotid angioplasty, a 5mm angioguard embolic protection device failed to cross the right internal carotid artery. There was no patient injury reported. The device was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to use. The intended lesion was located at the carotid bifurcation. The 40% occluded lesion was 35mm in length with a 6mm vessel diameter. There was no calcification or tortuosity. Analysis of the returned device revealed that a 2mm section of the coil was unraveled. According to the affiliate, the defect was observed post procedure. One non sterile angioguard was received coiled inside of a plastic bag. The filter basket was received docked and covered by a great amount of blood residues. In addition, the filter struts were kinked. The 1.5cm distal section of the coil was kinked. Moreover, a 9cm section of the deployment sheath was peeled away at approximately 26cm. The whole angioguard system was observed under microscope and it was observed that a 2mm section of the coil was unraveled, no other anomalies were found. The blood residues were attempted to be removed from the filter with an ultrasonic cleaning, but it was not achieved. Per (B)(4) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10264611. This packaging lot contained (B)(4) units, which were shipped from (B)(4). The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The reported failure by the customer as ¿delivery system - failure to cross¿ could not be evaluated due to nature of the complaint. The cause of the kink found in the filter and guidewire, as well as the unraveled condition found on the coil could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; therefore, no corrective action will be taken at this time. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.